Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported patient was having accidents all the time since implant. It was mentioned that patient had called and left a voice mail for the health care professional (hcp), however they had not received a call back yet. Patient said they lost their programmer therefore no additional troubleshooting could be performed at the time of the report, and patient was redirected to the hcp. It was reported that this was a sudden change in the patient's therapy. Patient also mentioned that they received an antenna, however they said they were still missing the round piece. After further information was provided, it was determined that patient was referring to the programming head of the clinician programmer. It was reviewed that the round piece was not part of the patient programmer, rather it was part of the programmer that was used whenever patient went and had a reprogramming session at the hcp's office. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that they had 5 accidents on the day of the report. At the hcp's office. No further patient complications were reported/ anticipated as a result of this event.